Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Event description:
It was reported that the device was explanted due to infection. Patient was doing fine following the procedure.